Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump started to alarm for an upstream occlusion. The caller was instructed to check the tubing between the pump and the cassette for any kinks, but no kinks were found. The caller stated that the IV bag is flat and not folded and the spike was fully inserted. The pump was powered down and restarted and, again, it was alarming for an upstream occlusion. The caller gently moved the metal lever and the alarm stopped. The pump was restarted at which time the green light was flashing. No patient injury was reported.